Manufacturer narrative:
The customer reported that the cns (central network station) froze and shut down. It will power on but freezes again. The customer reports that the device is currently working again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central network station) froze and shut down. It will power on but freezes again.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central network station) froze and shut down. It will power on but freezes again. The customer reports that the device is currently working again. The customer does not want to repair with loaner as it is currently working properly and has expressed interests in buying another cns as a backup. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.